Event description:
Information received from patient reported that their implantable neurostimulator (ins) never worked and during a reprogramming session it caused a seizure. The patient noted that they had the lead in the brain for atypical trygeminal nerve pain (due to shingles caused by novacaine injection to the trygeminal nerve). Two to 3 days post-implant, the patient was seen by the manufacturer's representative for a reprogramming session and, while they were adjusting, the patient experienced a seizure. The patient stated they were fine after a few minutes however, the representative deleted most of the programming information so they could not determine the high and low settings. It was also reported that the patient's healthcare professional (hcp) died in a car accident and the patient was unable to find a new one so they stopped using the therapy. The ins had been off for "years." When they did use it they never felt the stimulation and did not make them feel any different ("never worked"). The patient lost their job as a result of the seizure. It was also reported that the patient had migraines. Despite multiple follow up attempts, no further information was able to be obtained. The indications for use for the implanted device were noted as post-herpetic neuralgia and other chronic/intract pain (trunk/limbs). It additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.